Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing impedances out of range and high thresholds. The plan is to continue monitoring. This rv lead remains in service. No adverse patient effects were reported.